Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: information regarding the availability of the device for return was not provided, and the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of an irrigation luer detachment was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that the farawave catheter's flush port has separated from the tubing. During pulse field ablation (pfa) of the posterior wall of the left atrium a pooling of saline was noticed on the patient field. At that time, it was observed that the hub on the flush port had separated from the tubing. The farawave nav catheter was exchanged for a new one and case was continued. Patient was stable and the procedure completed. Protamine was administered and patient was extubated. Extubating and initial recovery was uneventful but later the patient developed symptoms that raised concerns of a potential stroke. Patient was sent for a computed tomography for evaluation and the stroke is negative. The patient has fully recovered.

Event description:
It was reported that the farawave catheter's flush port has separated from the tubing. During pulse field ablation (pfa) of the posterior wall of the left atrium a pooling of saline was noticed on the patient field. At that time, it was observed that the hub on the flush port had separated from the tubing. The farawave nav catheter was exchanged for a new one and case was continued. Patient was stable and the procedure completed. Protamine was administered and patient was extubated. Extubating and initial recovery was uneventful but later the patient developed symptoms that raised concerns of a potential stroke. Patient was sent for a computed tomography for evaluation and the stroke is negative. The patient has fully recovered.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.